Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon functional testing user confirm that there is faulty with ipc power supply. User replaced the ipc power supply. After replace ipc power supply the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura cv20 system did not turn on. The system was not in clinical use and no harm has been reported. Philips has started an investigation of the complaint.